Event description:
It was reported that on (B)(6) 2022, the patient underwent subject flow diverter stent placement for a c4 aneurysm in the right internal carotid cavernous vein. On (B)(6) 2023, it found stroke (transient ischemic attack tia) occurred ipsilateral to the procedure (right side). Outcome recovery was confirmed on (B)(6) 2023, following a change in antiplatelet therapy from cilostazol 200 mg/day to prasugrel 3.75 mg/day. As per the physician, this event is a non-serious event and its relevance to subject stent cannot be ruled out and was considered thromboembolism caused by subject stent. Not relevant to procedure. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description indicates the patient underwent flow diverter stent placement for a c4 aneurysm in the right internal carotid cavernous vein. 5 months later, a stroke (tia) occurred ipsilateral to the procedure (right side). Outcome recovery was confirmed on (B)(6) 2023, following a change in antiplatelet therapy from cilostazol 200 mg/day to prasugrel 3.75 mg/day. The good faith effort attempts have been completed in our effort to obtain answers to follow up questions. However, no response has been received. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported 'patient stroke¿, 'patient tia (transient ischemic attack)¿ and 'patient thromboembolic event' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that on (B)(6) 2022, the patient underwent subject flow diverter stent placement for a c4 aneurysm in the right internal carotid cavernous vein. On (B)(6) 2023, it found stroke (transient ischemic attack tia) occurred ipsilateral to the procedure (right side). Outcome recovery was confirmed on (B)(6) 2023, following a change in antiplatelet therapy from cilostazol 200 mg/day to prasugrel 3.75 mg/day. As per the physician, this event is a non-serious event and its relevance to subject stent cannot be ruled out and was considered thromboembolism caused by subject stent. Not relevant to procedure. No other information is available.